Event description:
Boston scientific received information that during this implant procedure, right ventricular (rv) shocking lead impedance measurements were greater than 125 ohms. The associated rv lead was replaced; however, there was no change in the impedance measurements. Therefore, this implantable congestive heart failure (chf) pulse generator was replaced. Out of range impedance measurements were still intermittently greater than 125 ohms. A call to technical services was made and the recommendation was to go forward with defibrillation testing. The testing was conducted and the numbers were in normal range. No adverse patent effects were reported.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the device was performed. Microscopic visual inspection found the header to be completely intact and no irregularities. The device was put through and passed the pg therapy verification test that verifies the performance of defibrillation, pacing, sensing, and high voltage shocking, functions of the device. Analysis confirmed that this product was operating within device specifications. No other adverse events have been reported. This product issue will be updated if additional information is received.